Event description:
Hosp bed is alleged to have self-activated to 90 degree both head and foot. Pt was in hosp status post l4-l5 diskectomy about 12 hours. No injury noted at time event reported. Facility put on notice 12/2/94 of unspecified damages.